Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up in (B)(6) 2017 the battery remaining when it comes to this implantable cardioverter defibrillator (ICD) displayed three years, while at follow up in (B)(6) 2018 the remaining battery was less than three months. Premature battery depletion was alleged. The device was explanted. A review by boston scientific technical services (ts) confirmed that the battery voltage was low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device will be explanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.